Event description:
A complaint was received that when using a precision pcx glucose monitor a reading of 600 mg/dl was obtained. A venous lab comparison was drawn at the same time, with a result of 80mg/dl. The values were plotted onto a clarke error grid, a widely used and accepted tool for estimating the potential significance of difference in readings and fell into the "c" zone, which is considered to be clinically significant. Assays were ran on the pcx glucose monitor with appropriate glucose control solution and both high and low values were high out of range.